Manufacturer narrative:
The pump was returned and analysis found corrosion, wear and/or lubrication in the motor gear train. Analysis found a stall due to shaft-bearing. H6: device code c63067 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2018. The pump was interrogated in the clinic. It was asked but unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. Surgical intervention was planned but had not been scheduled at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump showed that the pump was infusing morphine (40 mg/ml at 19.556 mg/day) and bupivacaine (2.5 mg/ml at 1.2223 mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative on (B)(6) 2018. The patient's managing pump nurse said the patient's pump would stall occasionally and she wanted the pump evaluated. The pump was explanted and replaced on (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.